Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device had a error message of premature battery depletion error. A technical service (ts) consultant reviewed device data and provided recommendations to replace device in the near future and provided device programming information. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was surgically explanted due to premature battery depletion (pbd) error message. A new device was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. The explanted device is expected to be returned.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator device had a error message of premature battery depletion error. A technical service consultant reviewed device data and provided recommendations to replace device in the near future, and provided device programming information. The device remains implanted. No adverse patient effects were reported

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device had a error message of premature battery depletion error. A technical service (ts) consultant reviewed device data and provided recommendations to replace device in the near future and provided device programming information. The device remains implanted. No adverse patient effects were reported. New information was received indicating that this subcutaneous implantable cardioverter defibrillator (s-ICD) device was surgically explanted due to premature battery depletion (pbd) error message. A new device was successfully implanted. Besides surgical intervention, no adverse patient effects were reported. . This device has been returned, and product analysis complete.